Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte 15cm small bore bi-ext set had a poor connection with leak. The following information was provided by the initial reporter: the luer lock fixator doesn't get fixed to the cannula, the thread keeps rotating and gets disconnected, which leads to leakage of blood and medications. 08-may-2025- received an email response. Quantity involved-1. Can you confirm is there any patient impacted? - no. Can you confirm that there are any serious injuries that occur to the patient? No.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of connection issues was confirmed upon inspection and testing of the sample. Analysis of the sample showed that when a connection was made to another device, the male luer keeps rotating and does not fix correctly. Because the customer also mentioned leakage, a leak test with air/water was performed and although the connect was not properly fixed, a leak was not observed in the sample returned. Bd determined that the cause of the failure was supplier related. The supplier has been notified of this reported defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.